Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated via the syringe. The event occurred on 12th day of use. It was deflated by centesis and the catheter was removed from the patient. There were no missing pieces.

Manufacturer narrative:
The reported event was confirmed as use related. The sample was evaluated and heavy salt accumulation was observed around snip eye and inflation lumen causing blockage. This would make it difficult for water to flow. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged)" correction: additional.

Event description:
It was reported that the balloon could not be deflated via the syringe. The event occurred on 12th day of use. It was deflated by centesis and the catheter was removed from the patient. There were no missing pieces.